Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.025, lot: 22p4018, manufacturing site: bettlach, release to warehouse date: 30 january 2020, expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the helical screw insertion handle from the tfna insertion set was found in sps found damaged, it¿s no longer allowing the proper engagement of the screw itself to the handle. The instrument appears to have been dropped or damaged post-op because the distal portion of the handle is slightly dented- just enough to prevent proper engagement of a helical screw to the handle itself. There was no intra-op malfunction of the instrument or delay in operation as the handle worked normally during the case. This complaint involves two (2) devices. This report is for (1) screw inserter. This report is 1 of 2 for (B)(4).